Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) however unable to download using carelink due to critical pump error (open book). Proceeded with the following testing to assure proper functionality of the unit. Upon battery installation an unexpected critical pump error (open book) image appears. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool recorded pump error 35 on (B)(6) 2026 00:28:10.000, filenum = 121 linenum= 560. The adapt tool also recorded error 53 (main error log), file ID= 65535 line ID= 65535. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture was found on electronic connections and assembly. Moisture on the electronics was the main issue for pump error 35 (force sensor anomaly) triggering the (open book image) alarm. Problem isolated to electronic assemblies. Cosmetic damages were found on the pump, this includes: scratched case, cracked case, label damage, pillowing keypad overlay, cracked case (battery tube), broken battery tube threads, cracked lcd window, and corroded battery tube. In conclusion, the unit came in with critical pump error alarm triggered by pump error 35 due to moisture damage on electronics. Customer allegation for cosmetic damage was confirmed during visual inspection when broken battery tube threads, cracked case (battery tube) and cracked case were noted. Unable to confirm customer alleged concern of high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 35 (a broken force sensor was detected during seating or regular delivery.), a crack on the battery tube side of the insulin pump. The customer reported a blood glucose value of 375 mg/dl. The customer was treated with an injection. The event involved product(s) mmt-332a, mmt-1884, mmt-864a, mmt-7040a. Troubleshooting was performed. Damage was affecting/impacting pump functionality. Explain the pump performs safety checks and an error was found. No further patient complications were reported. No product return is required for mmt-332a, mmt-864a, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.